Manufacturer narrative:
(B)(6). (B)(4). Investigation results: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. A syringe was attached together with the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the distal section of the body of the balloon. It is possible that the factors encountered during the procedure, such as the technique used by the physician and/or the interaction with the scope, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during a balloon inflation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was not increasing pressure from 7 atm. Reportedly, water was leaking from the tip of the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.